Event description:
It is reported that a customer was hospitalized for low blood glucose of 39 mg/dl. The customer was treated for the low blood glucose with a food and glucose pill. The customer was informed that there could be many reasons for low blood glucose. The customer stated that their insulin pump delivered too much insulin at once. The customer was assisted with trouble shooting and it turns out that the customer's insulin pump works as designed. The customer was sent a new reservoir set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)